Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that up arrow, down arrow and ok keypad buttons were unresponsive and the cover was coming off. It was also noted that the tactile change occurred prior to keypad cover damage and that there was visible moisture on the back of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, the keypad was found to be peeling at the ok button. The up arrow and down arrow buttons were found to be intermittently unresponsive. The ok and contrast buttons responded properly. The keypad was removed and there was evidence of contamination found under all of the button contacts. No moisture was observed in the battery compartment. A leak test was performed which revealed a battery compartment leak. The pump case was opened and evidence of moisture was found inside of the pump.